Event description:
The customer reported that the system would not boot up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and general purpose operating system were replaced, and the system software was reloaded. The system was then found to be operating as intended.